Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. Cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set.

Event description:
It was reported the guide wire became stuck during withdrawal and could not be removed. When it was taken out, it was found to be deformed.